Event description:
Rose is in the facility that purchased this concentrator. She states this unit compressor will not turn on. No injury reported. No additional information available. Referred to dealer that sold unit for repair authorization.